Event description:
Clinic notes dated 06/13/2016 note that the patient's generator battery has run out for some time and the patient has experienced an increase in seizures up to one every two to three weeks. The notes indicate that since the vns battery has expired, the frequency of seizures has increased. The generator was interrogated indicating that the device battery had not expired. It is unknown whether or not the seizures are an increase above the patient's pre-vns baseline frequency. The patient was referred for generator replacement. No known surgical interventions have been performed to date. No additional relevant information have been unsuccessful to date.

Event description:
Upon follow-up with the physician's office, the medical assistant had the clinic notes available that reiterated that the battery had expired although there was no note of diagnostics or battery indicators being seen. She noted that the clinic notes indicated increased seizures with some parkinson indicators. When asked if the increase in seizures was above, at, or below pre-vns levels, she referenced a visit in 2007 where the patient was reportedly seizure free by using a CPAP machine and vns in conjunction. Unfortunately, the patient has stopped using the CPAP machine which the medical assistant said can cause an increase in seizures. The patient's latest seizure frequency is 1-3 times per week. She could not provide any information from prior to 2007 to compare the seizure frequency. No additional relevant information has been received to date. Surgical intervention has not occurred to date.